Event description:
It was reported that during the implant procedure after placement of the leadless implantable pulse generator (ipg) an MRI exhibited air accumulated above the pulmonary valve. The patient oxygen saturation dropped and nasal oxygen was increased. The delivery catheter lock was in an open state, and it was suspected that air was drawn in during the period between unlocking before deployment and tether removal in the pull and hold maneuver and threshold testing. After a short time, the air disappeared. The leadless ipg was successfully implanted. The patient was admitted to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.